Event description:
The patient's daughter reported that her mom has had 5 v-go devices within the last week that have fallen off patient body. The patient daughter mentioned that they stayed on her mom for approximately 1 to 4 hours and then fell off. The patient is wearing the v-go on the backside of her arm. The patient daughter confirmed that her mom was preparing the infusion site properly by cleaning the area with a alcohol swab and letting the area dry. The patient daughter stated that her mom placed back on 2 v-go devices after it had fallen off and it hurt patient.

Manufacturer narrative:
Device evaluation: five devices were received and evaluated for the complaint regarding the device fell off event. All device functions were inspected. Due to the used condition of the foam pad, the original adhesion properties could not be verified. The complaint for these devices could not be confirmed.